Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis showed a dried body fluid or blood in the lumen from the terminal pin. In addition, it was confirmed that there was a difficulty in removing wire from lead which was most likely stuck in dried blood as dried blood observed in lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the physician had issues in removing wire from the lead. Additional information indicated that the lead was stuck and when trying to pull the wire it was pulling the lead. The lv lead was never in service. No adverse patient effects were reported.